Event description:
Healthcare professional reported a patient was injected with 2mls of skinvive¿ by juvéderm® into the cheeks (1ml on each side). There were no issues with the injection. The next day, patient pass away, deemed not device related.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of death, deemed not device related is considered an unexpected adverse drug experience.